Event description:
Pt undergoing angiography developed thrombo embolism (atherothrombo. Embolism) during procedure leading to large left cerebral infarct. No info. Documented in report, r/t nature of catheter in use.